Manufacturer narrative:
(B) (4). (B) (4). The 2.5 x 8 mm xience v (part 1009539-08, lot 7111341), indicated is being filed under MFR # 2024168-2010-00202. The 2.5 x 15 mm xience v (part 1009539-15, lot 9071741), indicated is being filed under another MFR #.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that predilatation was performed prior to stenting of the proximal lad. A dissection occurred during deployment of the first xience v stent (1009539-23). Another xience v stent was placed overlapping the first stent (1009539-15) which also resulted in a dissection, which was treated with another xience v stent (1009539-08). This last stent implanted; however, was used after the expiration date. Reported expiration date is 12/04/2009. There were no reported pt effects or adverse events. There was no add'l event info reported.